Event description:
It has been reported to philips that it was not possible to start the device the day before and had to be restarted. It also turned off for a while during the procedure. The device was started again but took a long time to start and needed to be restarted. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the device was not possible to start, it had to be restarted, and it also turned off for a while during the procedure. Review of the system log file showed ¿post "host pc" not done ¿malfunction. Upon further inspection, philips field service engineer (fse) inspected the system onsite and confirmed that the occasional memory errors on the host pc. Part analysis for defective part found to be failed component ¿power supply 101-083-01172-0003¿. Fse replaced the host pc. After replacing the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.